Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, the knot could not be advance and was outside the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance the knot could not be confirmed. Inspection of the returned device indicated that after successful needle deployment and suture retrieval, instead of cutting the rail suture distal to the link, the link was cut. Because the link was cut, it could be difficult to remove the suture from the anterior needle slot as resistance would be encountered due to the posterior cuff and needle tip being dragged through the device. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the link being cut is incorrect deployment technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.